Event description:
It was reported that the left monitor on the 9600+ system went blank. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned and reseated p6 on the power control board. The system was tested and found to be working as intended and placed back into service.